Event description:
A malfunction alarm was reported by a customer using a tandem pump, identified as malfunction code 199. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was guided by technical support to reset the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.